Event description:
It was reported that the collimator on the 9800 system closed down and the system had to be rebooted. Also, cine images were saved and thumbnail was showing saved image, but no image was inside the thumbnail box. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.